Event description:
The medication dosage form value was not synchronized between the first databank (fdb) data, the common vocabulary engine (cve), the invision service master, and the relevant invision profiles. This resulted in dosing clarifying information, such as cr (controlled release), ER (extended release) and enteric coated being omitted from the printed prescription.